Event description:
It was reported that lead insulation was compromised due to severe twisting of the leads and device from twiddler's syndrome. The leads were replaced.

Manufacturer narrative:
Final analysis found the proximal insulation was twisted and damaged at 4.7 cm from the connector due to twiddler's syndrome.